Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/25/2018 with the following findings: the battery compartment was cracked.

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 05/25/2018.